Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead could not be connected into the lv input of the device. The physician thought there was a problem at the lv input of the battery. The device was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a set screw with a rounded socket and that the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.